Event description:
It was reported during in clinic follow up that the left ventricular lead had dislodged. Diagnostic imaging confirmed dislodgement. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.